Event description:
Clinician applied a hot pac to the patient, and the pac leaked contents on the patient. The clinician could not recall more detail of the event. The patient did receive a burn.

Manufacturer narrative:
The device was not returned for evaluation. Since the device was not returned for evaluation, no root cause can be determined.